Manufacturer narrative:
While reviewing the file, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregards any reports associated with it. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion measured test value out of tolerance. No adverse patient effects were reported by the customer.